Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, the pump was powered on to a dark illegible display with auditory and vibratory components working. The dark display caused the keypad buttons and audio bolus button to be unable to be tested. The keypad was removed to find no evidence of contamination on the keypad button contacts. The battery cap was found to be damaged with the top stripped. A test cap had to be used for all steps but would not tighten fully. Unrelated to the original complaint, battery compartment cracks were found below the bumper pad, and between the bumper pad and top of the pump. Additionally, a crack in the cover was found between the corner of the lens and the case seal. The cracked pump caused a battery compartment leak to occur. The pump was opened to find moisture on the display and keypad connectors, and all circuit boards. (B)(4).